Event description:
It was reported that at the end of a procedure, it was identified by the physician, that the metal tip started to detaching from the fiber. The surgeon could take out the fiber along with the metal tip and there were no patient complications.

Manufacturer narrative:
Upon further review it has been identified that this report is a duplicate report number: 2124215-2024-48869; therefore, any further updates and investigation associated with this event will be reported under: 2124215-2024-48869.

Event description:
It was reported that at the end of a procedure, it was identified by the physician, that the metal tip started to detaching from the fiber. The surgeon could take out the fiber along with the metal tip and there were no patient complications.